Event description:
Philips received a complaint from the customer reporting a battery failure alarm occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. There was no patient or user impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported problem. The bme reported the battery also would not charge. The battery issue began after the installation of a third-party battery. The rse advised the customer that only original equipment manufacturer (OEM) batteries were compatible with the device's current power management (pm) printed circuit board assembly (pcba). Non-OEM battery could not communicate to initiate battery charging. This issue was due to use error. The customer was advised to install an OEM battery and provided the part details for order. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.